Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9621-30t tap tip is broken and ar-9545-t15-01 driver shaft is torqued and does not engage with screw. This was discovered during a procedure on (B)(6) 2021. Surgeon retrieved all broke pieces and procedure was complete successfully, patient was not affected.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.